Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and patient codes and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation pulse field ablation procedure to treat atrial fibrillation, a versacross connect for faradrive and a faradrive steerable sheath were selected for use. The physician obtained access in the groin and advanced the versacross rf wire to superior vena cava (svc). The intracardiac echocardiography (ice) catheter and the faradrive sheath was advanced into the right atrium. The transseptal puncture was performed, the faradrive sheath was advanced into the left atrium (la). At this point, physician noticed pericardial effusion (pe) on the roof of the la. A pericardiocentesis was performed. The patient was hospitalized and is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that there was mention of groin access resistance to all the devices inserted into the groin: ice and faradrive sheath. Patient anatomy was not discussed and no difficulty in the transseptal workflow. After going transseptal and advancing the sheath across into the la was when noted a perforation and fluid going into the pericardium. There was no device failure or difficulty, just groin access resistance. Act was above 300. The patient has been discharged.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation pulse field ablation procedure to treat atrial fibrillation, a versacross connect for faradrive and a faradrive steerable sheath were selected for use. The physician obtained access in the groin and advanced the versacross rf wire to superior vena cava (svc). The intracardiac echocardiography (ice) catheter and the faradrive sheath was advanced into the right atrium. The transseptal puncture was performed, the faradrive sheath was advanced into the left atrium (la). At this point, physician noticed pericardial effusion (pe) on the roof of the la. A pericardiocentesis was performed. The patient was hospitalized and is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.